Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the 4-40 stud snapped off while torquing an instrument prior to the start of the case. Another hand piece was used. No pt consequence.